Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient was experiencing weakness, dizziness, and lightheadedness. The patient then began grunting, was unresponsive, and passed out. The patient¿s cgm was reading 60 mg/dl and the bg meter was reading 40 mg/dl. Ems was called and treated the patient with ¿30 units of glucose¿. Ems then transported the patient to the ER. At the ER, the patient was further treated with orange juice. The patient was discharged home on the same day (the patient was only in the ER for approximately 1 hour). The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.